Manufacturer narrative:
One device was returned for analysis. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the downstream occlusion sensor. As a result, the downstream occlusion sensor was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump would not accept the cassette in the cradle. During physical inspection, it was found that there was an issue with the downstream occlusion sensor. There was unknown patient involvement, no patient injury was reported.